Event description:
It was reported that the patient underwent a minimally invasive posterior spinal surgical procedure at l5/s1. It was reported that during removal of the extenders the tip of the extenders broke off. The surgeon further dissected the patient and was able to retrieve the pieces. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Visual examination identified associated -04/-05 component head grippers are bent laterally and fractured and at the corners of the notch. Visually and optically identified witness marks and deformation on the inside of head grippers, suggesting possible inappropriate instrument release technique. The above observations are consistent with bend stress overload.